Event description:
Patient presented to the physician with severe neck and jaw pain post-implant procedure. Physician admitted the patient for observation, and they were prescribed pain medication and a round of steroids prior to discharge.